Event description:
The center reported progressive loss of electrode function adversely affecting speech performance. It was determined that the device is not functioning. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.